Event description:
It was reported that one day post implant of the implantable cardioverter defibrillator (ICD) system with a antibacterial absorbable envelope, the patient developed a fever. An ultrasound showed left cephalic thrombosis and the patient was treated with medication for the fever. A compression wrap was applied, and elevation of the affected area occurred. In addition, the patient had leukocytosis, which the physician noted was likely due to a systemic inflammatory response from the superficial thrombophlebitis of the left cephalic vein. The patient is a participant in a clinical study. The ICD system, including the antibacterial absorbable envelope remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.